Event description:
It was reported that patient underwent a total hip arthroplasty in 1993. Subsequently, the patient was revised on (B)(6) 2006 due to poly wear. The liner was removed and replaced. Patient underwent a further revision procedure on (B)(6) 2014 due to dislocation. The modular head, acetabular cup and liner were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions."